Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire kinked and unwound during use was confirmed. One 21ga x 1-1/2" introducer needle with an unraveled guide wire inserted into it was returned. The distal end of the guide wire was unraveled and stuck inside the needle. The guide wire was forcible removed from the needle. The guide wire had four kinks located kinks 4.4, 10, 21 & 36 cm from j-tip. Microscopic inspection found that the core wire was separated adjacent to the distal weld. No damage to the needle bevel was observed. Dried blood / biological material was flushed from the needle. The guide wire graphic specifies an outside diameter of .43/.47 mm and a length of 45 +/- .6 cm. The core wire length was confirmed to be consistent with the graphic. The outside diameter of the guide wire measured .45 mm. The inside diameter of the introducer needle was measured at .022" (.559 mm). The needle graphic does not specify an inside diameter. The undamaged proximal end of the guide wire was inserted through the needle without resistance. The instructions booklet provided with the kit, describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was conducted. Other remarks: and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in ane, the guide wire kinked and unwound even though the md followed the IFU. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.